Event description:
It was reported that the patient with this left ventricular (lv) lead had diaphragmatic stimulation for years. It was suspected that the cause for the muscle stimulation was due to the lead's placement. The physician attempted to implant another lv lead but was unable to get into the target vessel. The lv lead still remains in service. No additional adverse patient effects were reported. Additional information received indicated that this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The pocket stimulation allegation was not confirmed. Lead resistances measured normal. The lead was returned with setscrew mark noted on terminal pin in the correct location. The lead passed hipot test and pressure test indicating insulations are okay.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this left ventricular (lv) lead had diaphragmatic stimulation for years. It was suspected that the cause for the muscle stimulation was due to the lead's placement. The physician attempted to implant another lv lead but was unable to get into the target vessel. The lv lead still remains in service. No additional adverse patient effects were reported.